Event description:
The facility reports the staff was dressing the pt after bathing. With the pt on her right side, she rolled against the side rail, causing it to release. The caregiver caught the pt before the pt fell to the floor. The caregiver sustained a strained arm muscle and did not report to work the following day.

Manufacturer narrative:
An arjo investigator examined the device and found the unit in new condition and working to MFR's specifications. The side rails raised and lowered properly. There was a minimal amount of paint peeling from the side rail. No scratches or dents were found. Based on the info received, the MFR concludes the incident occurred because the staff rolled the pt against the side rail, causing it to release. The product operating and daily maintenance instructions direct the caregiver to make sure the side support catches snap in place and that the pt is lying in the middle of the stretcher. The MFR recommends retraining the caregiver in the proper use of the equipment.